Event description:
During a low anterior rectum resection procedure, the instrument did not staple. The surgeon resected the tissue and manually completed the procedure. The hosp has reported that the pt's condition is satisfactory.

Manufacturer narrative:
1/22/97 - supplemental report #1 sent to FDA. Additional data entered in d9. Device evaluation indicated and codes entered in h3 and h6.